Event description:
The customer initially reported the device failed the pads/paddles self test. Note that testing failure alone does not indicate a device malfunction.

Manufacturer narrative:
The customer initially reported the device failed the pads/paddles self test. Note that testing failure alone does not indicate a device malfunction. The unit was evaluated at philips, and the technician verified the reported symptom. The technician additionally discovered that the device failed to charge, which could prevent the delivery of therapy. Replacing the power pca resolved the issue.